Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 14049382 UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer providing adequate pain relief after a non-device related fall. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.